Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The nurse reported that on (B)(6) 2011, the patient went to the emergency room with cloudy effluent, and was diagnosed with peritonitis. The patient was not hospitalized. The patient was treated with vancomycin (2gm, ip, weekly, for 4 weeks) and fortaz (1gm, ip, frequency not reported.). Dianeal therapies were ongoing. A causality statement was not provided.

Event description:
Initially, the patient called the baxter technical representative regarding a 2240 alarm. During a follow-up call to the patient's nurse, the nurse stated the patient had experienced an episode of peritonitis in (B)(6) 2011 for which the patient was hospitalized. During a follow up call to the facility nurse, the following information was provided: the patient was treated with vancomycin 2g and fortaz 1g intraperitoneal. The cause of the peritonitis was related to touch contamination by the patient of the cassette tubing. This patient has poor vision and limited family support with his therapy. The patient was retrained and has been retrained multiple times. The patient reportedly experienced peritonitis in (B)(6) 2010 , (B)(6) 2011 and (B)(6) 2011 with the same scenario occurring. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number is unknown. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.